Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 40 mg/dl and in the range of 300 mg/dl. The customer also experienced other blood glucose level such as 179 mg/dl. The customer was declined to troubleshoot for low as well as high blood glucose level. The insulin pump will not be returned for analysis.